Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature designed to withhold inappropriate ventricular detection if the rhythm displays characteristics of supra ventricular tachycardia (svt) origin did not appropriately discriminate the patient's rhythm. The patient had two episodes of svt which were inappropriately detected as ventricular tachycardia (vt). One of the episodes was inappropriately treated with anti-tachycardia pacing therapy. The device remains in use. No further patient complications have been reported as a result of this event.